Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was doing well after the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).